Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported burning and pain at ins implant site and also shocking sensation. Patient also reported that their symptoms had returned. Patient has a scheduled appointment with their health care professional on (B)(6) 2019. Patient further explained that the ins site it is tender to the touch because it causes shocking when she touches it and that it burning when stimulation is on and the burning is from the inside where the ins is implanted. Patient stated the ins causes burning at the ins implant site and causes pain and shocking down the whole right side and down the leg and it causes pain in her spine and up into her neck causing headaches and nausea due to pain. Pt states even at 0.1 it is still shocking and causing numbness and tingling. The patient also reported that the therapy never helped control all her symptoms but they have controlled some. Patient decreased stim to 0.1 to decrease the burning and shocking. Patient further stated burning down the stim did not relieve the burning and shocking and has cause her to "pee all over myself" and have accidents' pt states when stim if off she can not pee at all. No further complications were noted or anticipated.